Event description:
It was reported that during procedure to determine the location for the lead, the patient's condition was aggravated by the long duration of operation, which resulted in discontinuation of the operation. It was considered preferable to complete the procedure using a new lead at a later date to leave this lead within the body; thus, the lead was extracted. A new lead was placed at a later date. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.